Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. The service engineer confirmed the reported technical error codes in the ventilator logs and replaced the control pc board according to recommendations in the service manual. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes, which were followed by clinical alarms that indicate that ventilation stopped where after the ventilator 2 minutes later was set to the standby mode by the user. The analysis of the technical log shows that the technical error codes were preceded by a breathing subsystem error. The breathing subsystem restarted the processes/subsystem in order to resolve the situation. After three failed attempts to restart the subsystem, the execution in the breathing subsystem was intentionally stopped and the ventilator was set to a safe state with the inspiratory valves closed and the expiratory and safety valves open. The monitoring subsystem detects this, activates the technical error codes and then the patient related alarms. The opened safety valve and the expiratory valves allows spontaneous patient breathing. The returned control pc board was tested in a reference ventilator without any fault being detected. Three pre-use checks and nine days of uninterrupted simulated test ventilation passed successfully. The investigation did not reproduce the reported event but a root cause analysis done by code review for similar events have found that one possible cause was that the process for logging data could block other processes from executing due to improper setup. The true cause in this case has therefore not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. The patient desaturated from 91% to 60% and the heart rate dropped from 60 bpm to 45 bpm. The ventilator was replaced and the patient recovered. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).